Manufacturer narrative:
Corrected: a1, a2, a3, a4, a5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation the patient experienced cardiac arrest/transient block and bradycardia. It was further noted that the right atrial (ra) lead exhibited lead noise, high impedance, high resistance and suspected lead failure. It was noticed that the transient block occurred during wire manipulation as the guiding catheter was near the superior vena cava (svc). The ra lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: w2dr01, serial# (B)(6), implanted: (B)(6) 2025, product ID: 457445, serial# (B)(6), implanted: (B)(6) 2025, product ID: 383069 lot# serial# (B)(6), implanted: (B)(6) 2025, product ID: 457453, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.